Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump screen goes blank after changing the battery. The customer stated that the insulin pump would not turn on the rest of the way and that he could not use it. The customer did not have the insulin pump available and was advised to call back to troubleshoot for the issue. The customer did not recall the blood glucose reading.